Manufacturer narrative:
Device evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor notified zoll that a patient had a skin irritation. On (B)(6) 2015 the patient's son reported that the right electrode was digging into the patient's skin. He reported that the patient's skin in that area was a red and raised rash. It was reported that the patient's nurse was going to apply a&d ointment to the rash. During a follow up on (B)(6) 2016 the patient's son reported that the rash had completely healed.